Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with an expired implantable neurostimulator (ins). A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).